Manufacturer narrative:
Visual evaluation of the returned unit found many scratches on the cover. All the knobs and switches appear to function properly. An electrical evaluation was performed and the unit was within all test parameters. All connections inside the unit were checked and wires were manipulated while power was activated in both the bipolar and monopolar modes, and no problems could be found with unit. The complaint was not confirmed; the device showed neither evidence of the alleged issue nor any defect which could have contributed to the complaint. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician noticed that the generator was cutting the ampulla very quickly when it was in the "control cut" mode. The physician decided to switched back to regular "cut" mode and noted the generator then worked properly. The procedure was completed using this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) console delivering energy very quickly. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician noticed that the generator was cutting the ampulla very quickly when it was in the ¿control cut¿ mode. The physician decided to switched back to regular ¿cut¿ mode and noted the generator then worked properly. The procedure was completed using this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.